Manufacturer narrative:
Please not that this device, is not distributed in the united states. However, it is similar to the us distributed. This product is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention (pci) with this device, balloon leakage was observed at 10 atmospheres (atm) and dissection occured. The dissection was treated. Pci was being performed on a b2 lesion in the left anterior descending artery (lad) of 12mm in length in a 2.5mm vessel diameter. The lesion was pre-dilated with a 2.5x12mm balloon at 12 atm before attempting to deploy a 2.5x13mm cypher select plus stent. However, during inflation of the balloon catheter on the stent delivery system (sds) at 12 atm, the balloon ruptured. A type c-d dissection was noted and balloon leakage was also noted at 10 atm. The entire sds was removed and three stents were deployed to treat the dissection. The device did appear normal before the procedure and prepped normally. There was no bending or kinking of the device before the procedure.